Event description:
The caller reported that the tracheostomy tube was in use on a pt and they went to suction him and the flange disconnected. They removed the tracheostomy tube and re intubated the pt with another device.

Manufacturer narrative:
No analysis or conclusion can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. A lot number was provided which may be incomplete. The manufacturer will attempt to verify and review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.